Event description:
It was reported via repair work order that the siderail cable was damaged with exposed electrical wires. It was also reported that the power cord power prong was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.